Manufacturer narrative:
(B)(4). No complaint was received with the return of the device; failure event observed during analysis. External insulation abrasion was noted at 5.5-6.0cm from the distal tip, consistent with lead friction to another device or feature of the heart. The outer coil was exposed at this location. (B)(4).

Event description:
This report is to advise of an event observed during analysis.